Event description:
Per independent repair center statement the units alarm will not function. The key failure was the o2 outlet was broken/cracked. Additional malfunctions include the zip ties were loose, and the cab filter was missing.